Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of bupivacaine and dilaudid (unknown dose and concentrations) in an implantable infusion pump for other chronic/intract pain (trunk/limbs) and spinal pain. A catheter occlusion was confirmed because a dye study was attempted and the hcp was unable to aspirate the catheter via the catheter access port (cap). There were no reported patient symptoms. Additional information was requested from the hcp regarding the actions/interventions required to resolve the issue, if the cause of the issue was determined, and if the issue resolved.